Event description:
Reporter states, a patient received result of 89 mg/dl on the aviva system and 32 mg/dl on a lab value within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.